Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: orange particles and opening. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve and opening striated in the anterior side. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported moderate right side breast pain. Healthcare provider reported right side device exchange. Device has been explanted.